Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported the the tubing of an ojr414 optiflow junior 2 nasal cannula detached from the cannula end. It was also reported that the nurse removed the cannula from the patient's face by pulling on it. The healthcare facility further reported that the cannula was replaced to maintain the therapy with no reported consequences to the patient.